Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded by using a new battery cap and a new battery. Unit powered up properly after battery installation. Unit passed self test, displacement test, sleep test and active current measurement test. Unit was successfully downloaded using thump software. Proceeded with the following testing to assure proper functionality of the unit. The adapt tool was utilized to search for alarms that may have occurred in the past that might have triggered the reason of complaint. During download review, pump error 63 alarm was confirmed in (adapt) history download on 08/05/2024 at 12:15:54. File number = 2017 and line number = 147. Per software engineering log, pump error 63 is a hardware error with twi interface or with ad5161 chip. The power management tool indicated the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification. No unexpected battery related alarms noted during testing or in adapt history download. Proceeded by cutting the unit open and perform a visual inspection of connectors and electronic assemblies. No moisture damage or electronic anomalies noted during deconstructive analysis. Isolate to electronic assembly. Unit also received battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails, label damage (faded), cracked case on battery side, cracked keypad overlay at select button and scratched case. In conclusion, the customers concern for pump error 63 was confirmed when adapt tool reveled its presence near complaint event date. Pump error 63 is possibly a hardware error with twi interface or with ad5161 chip. Isolate to electronic assembly. However, unable to confirm unexpected battery power loss allegations due to unit being tested successfully and the power management tool indicating the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification. No unexpected battery related alarms during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 63(hardware low level failures) and pump turned off after every error for a long time. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. The customer will discontinue the use of the insulin pump. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.